Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulties charging and poor coupling. The patient said that she retried recharging. Troubleshooting was done on the phone. The patient was told to reposition antenna over ins and turn antenna dial through all 4 positions. This resolved the issue. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-sept-29. It was reported that they were putting the recharger directly over the device instead of below it, which may have led to the poor coupling issue and difficulty charging. The patient stated that everything was working since they were told how to use the equipment. No further complications were reported or anticipated.